Event description:
Cat scan guided needle biopsy performed on pt. After radiologist passed a 22 gauge thin walled chiba needle into the area of the lesion, an attempt was made to image the area. There was a sudden machine failure. No images could be obtained. After a few minutes, the machine restarted. The radiologist passed another 22 gauge thin wall chiba needle. Unfortunately the machine again failed to function. The needle was removed and the pt was transported to the secondary cat scan scanner. This disruption in care resulted in a 50% pneumothorax.